Manufacturer narrative:
Insulin pump received with cracked bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have been in a motorcycle crash and insulin pump's display screen was damaged. Display screen had a bluish tint and was cracked, but insulin pump itself looked fine. Customer's blood glucose was 160 mg/dl. Customer was advised that insulin pump would need to be replaced.